Manufacturer narrative:
The sample was returned for investigation. The investigation was able to confirm the customer¿s results. The reaction monitor for the samples is abnormal and suggests the presence of an interfering compound in the sample. Further analysis of the sample indicates a monoclonal igm gammopathy, which is documented in product labeling. Product labeling states: in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. No product problem was found.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable vanc3 vancomycin results for 1 patient tested on a cobas 8000 c 702 module compared to the "vanctm" turbidimetric method. The patient had taken 800 mg of vancomycin on (B)(6) 2019, 400 mg of vancomycin on (B)(6) 2019, and 550 mg/dl of vancomycin on (B)(6) 2019. For sample 1 collected on (B)(6) 2019, the vanc3 result was 6.3 ug/ml with a vantm result of 23.7 ug/ml. For sample 2 collected on (B)(6) 2019, the vanc3 result was 3.0 ug/ml with a vantm result of 18.7 ug/ml. For sample 3 collected on (B)(6) 2019, the vanc3 result was 0.2 ug/ml with a vantm result of 11.5 ug/ml. The customer also tested all three samples using a 1:4 dilution with the following results: sample 1 vanc3 3.5 ug/ml and vantm 6.1 ug/ml. Sample 2 vanc3 1.3 ug/ml and vantm 4.8 ug/ml. Sample 3 vanc3 0.8 ug/ml and vantm 3.4 ug/ml. The results in question were not reported outside of the laboratory. The cobas c702 serial number was (B)(4).

Manufacturer narrative:
The customer tested two additional samples, samples 4 and samples 5, from the same patient using a new application version of vanc3 and compared the results to the vancomycin thermo method. Sample 4: the vanc3 result was 6.8 ng/ml. The vanco thermo result was 15.7 ng/ml. Sample 5: the vanc3 result was 5.8 ng/ml. The vanco thermo result was 15.2 ng/ml. The vanc3 reagent has been switched to lot 421643 with an expiration date of 31-dec-2020. The specific date of testing and the draw date of the samples were not provided.